Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when the customer attempted, was unable to use the accu-chek system due to error within specifications. The device error was resolved through troubleshooting with manufacturer's product support agent. A request was made for the return of the meter and the strips, replacement was sent.